Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via clinical trial that a 21mm pericardial aortic valve developed mildly thickened leaflets, high gradient, mild stenosis, and patient-prothesis mismatch after an implant duration of 5 years. Patient also developed hypoattenuated leaflet thickening (halt, subclinical leaflet thrombosis) after an implant duration of 5 years, 6 months. Patient started to receive anticoagulant medication. Edwards received information through a clinical trial that a patient with a 21mm pericardial aortic valve experienced increased tte gradients after an implant duration of 2 years, 1 month: the peak gradient was 23mmhg and the mean gradient was 16mmhg 3-month post-op; the peak gradient was 49mmhg and the mean gradient was 24mmhg 12-month post-op; patient was asymptomatic. The outcome was notes as ongoing. It was reported that this patient experienced an unknown cardiovascular event after an implant duration of 2 years, 11 months. Per medical records, echo on (B)(6) 2016: elevated av gradients. The av peak gradient is 47.3mmhg. The av mean gradient is 23.7 mmhg. The dimensionless index is 0.26 which is abnormal. These findings are consistent with progressive prosthetic aortic stenosis. Despite these findings, patient is able to exercise without experiencing shortness of breath, chest pain or fatigue. Edwards received additional information that on (B)(6) 2018, a 4d cta scan demonstrated no thrombus and no leaflet dysfunction of the biological valve. Therefore, the physician recommended to continue the current therapy of asa 81mg daily and plavix 75mmdaily. The patient continued to be asymptomatic with elevated gradients. The valve may potentially be small for a young person with a high cardiac output and the elevated gradients are a reflection of the high cardiac output. The patient will obtain a follow up fasting echo in six months.